Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed the screw falling off from the tsm swing arm. Upon troubleshooting, fse found that the tsm swing arm was defective and it came apart due to a screw was breaking on it . The fse replaced the tsm swing arm. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the touch screen module's (tsm) swing arm came apart and fell due to a broken screw. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and after the tsm swing arm was replaced, the system was returned to use in good working order.